Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was ext rinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged the day after implant. The lead was programmed off and was subsequently removed when insulation damage was noted. A new lead is to be implanted at a later date. No patient complications have been reported as a result of this event.